Event description:
The patient had a right jugular line that was changed using a wiring procedure. The catheter involved was passed over the wire, sutured into position and dialysis recommenced. Five hours later, the dialysis kidney clotted and a new kidney was prepared. Half an hour after recommencing dialysis with this new kidney, while turning the patient, blood began to spurt out of the blue connector. Dialysis was stopped and the line had to be changed once again. No other information provided.